Event description:
A user facility biomedical technician (bmt) reported a hemodialysis (hd) patient was not getting enough fluid removed according to staff. The bmt stated the device had negative flow on and negative stabilize self-test failures. The bmt stated there was also a bibag pht failed alarm. There was patient involvement with no injury. The bmt was advised to perform the induced air leak tests and induced positive pressure tests to check the hydraulic system for leaks. The bmt was advised to recalibrate the ultrafiltration (uf) pump and to perform the bibag pressure calibration, the regulator pressure calibration, and perform a full rinse. The bmt was advised to replace the dialysate connector o-rings, loading pressure regulator, flow pressure regulator, deaeration motor, flow motor. The bmt was advised to replace possibly the uf pump, actuator-test board, valve 24, valve 26, valve 43, dialysate pressure transducer #9, or chamber full switch issues. Upon follow-up, the bmt stated the patient was able to complete treatment on the day of the reported event but did not have enough fluid removed during treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The machine was pulled from service for evaluation and it was determined the issue could not be replicated and no components were replaced. The bmt stated testing was performed on the machine and the parameters were all correct with no leaks found and re-calibration was not required. The bmt stated the machine was returned back in service without further issue.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.